Event description:
This lead was explanted due to noise.

Manufacturer narrative:
The correct analysis results are now attached; the manufacturer corrected the method code, the correct method code is now attached. Upon receipt, the lead under complaint was found fragmented. A proximal 13cm fragment and a distal 51cm fragment were returned for analysis. At the proximal lead fragment a 7.5cm segment of the insulation was missing. An extraction tool was inserted in the distal lead fragment. The lead fragments were subjected to an extensive analysis. During the visual inspection, multiple signs of abrasion were noted along the lead body. In particular 28cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was damaged in this region. This damage can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The provided x-ray image and the movies were inspected showing sequences during the replacement procedure of the lead. Based on the available diagnostic images the damage was not clearly identifiable. A rather medial implantation technique in combination with high activity levels of the patient should be taken into consideration. Furthermore the shock coil was found deformed which most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found fragmented. A proximal 13 cm fragment and a distal 51 cm fragment were returned for analysis. At the proximal lead fragment a 7.5 cm segment of the insulation was missing. An extraction tool was inserted in the distal lead fragment. The lead fragments were subjected to an extensive analysis. During the visual inspection, multiple signs of abrasion were noted along the lead body. In particular 28 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was damaged in this region. This damage can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The provided x-ray image and the movies were inspected showing sequences during the replacement procedure of the lead. Based on the available diagnostic images the damage was not clearly identifiable. A rather medial implantation technique in combination with high activity levels of the patient should be taken into consideration. Furthermore the shock coil was found deformed which most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.